Event description:
It was reported the device will not power up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, the ring cover was missing, the battery contacts were compressed, the ring and one bail were missing, the battery drawer was broken, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that a transistor component failure caused the inability of the device to power-up. (B)(4).